Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The root cause of the damaged ultrasound probe could not be determined at this time. The reprocessing methods are described in accordance with the instructions for use (IFU): -chapter 7 cleaning, disinfection, and sterilization procedures. -chapter 8 reprocessing workflow for endoscopes and accessories. -chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope cover had a scratch. The universal cord had a dent. Due to damage on the charged coupled device unit, the specified resolving power was not obtained. Adhesive on bending section cover was detached. Control unit had corrosion due to water leakage. The universal cord had a scratch. The acoustic lens was missing. The distal end had a scratch. Due to damage on channel tube, water tightness was lost. The scope cover had discoloration. Suction cylinder was shaved. Due to corrosion, switch 1 did not work. Grip had a scratch. Due to corrosion on switch box, switch 2 did not work. The universal cord had a wrinkle. Due to wear of angle wire, the play of up/down knob was out of the standard value. Forceps channel port is shaved. The suction connector had a scratch. Due to wear of angle wire, bending angle in left and right direction did not meet the standard value. Weak suction occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrovideoscope transducer was broken, the elevator was not working properly and suction was insufficient. The issue was found during a general checkup by customer. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the knob wire had foreign material and the probe unit had a missing piece. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.